Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that ECG for long time ceases to function.patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : multiple attempts were made to obtain the device evaluation, repair, and operational status with no approval from the customer.

Event description:
Philips received a complaint on the intrepid indicating that ECG stops working for long periods of time. Patient involvement remains unknown. Philips received a complaint on the intrepid indicating that ECG stops working for long periods of time. Patient involvement remains unknown.